Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03566 & 1627487-2015-03573. After further review it was determined the scs ipg should be reported under this event. Therefore, the scs ipg is being reported as device 3.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-03566. The patient had 2 scs leads, it is unknown which lead is related to this issue. Therefore, both are being reported. It was reported the patient was no longer receiving effective stimulation due to auto-reduction. Diagnostics showed high impedance values for one of the scs leads. X-rays revealed the lead was loose in the scs ipg header. As a result, the scs lead was explanted and replaced (new lead implanted in new position). Effective stimulation was restored with the procedure.the UDI for both devices is unavailable.